Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer has recently received a new version of the tc3 femoral adaptor torque wrench (same code 961673), which appears to have a new design without the former black rubber cap? (I¿ve attached a picture) he wondered what was basis of new design and is having probs with the newer version not seeming to reach the required (B)(6) torque as shown by the indicator on the wrench. We then ordered a replacement incase was a faulty one and he experienced same difficulty with the new.